Event description:
Pt went into cardiac arrest, and when staff attempted to shock the pt with the defibrillator (connected to the pads on the pt), it would not discharge. Staff disconnected the leads to the pads and utilized the paddles on the defibrillator, and it did discharge, bringing the pt to a stable rhythm.diagnosis or reason for use: needed for dialysis.